Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) year since the subject device was manufactured. Based on the information provided, the suggested event may occur if the endo therapy accessories are used as follows: - high energy endo therapy accessories (laser, high frequency accessories, etc.) Were used with insufficient distance from distal end. - laser probe was withdrawn without cooling down. However, user did not use high frequency accessories and laser probe. Therefore, olympus could not presume or specify any other root cause of the event. User can detect the suggested event by handling device in accordance with the following instructions for use. Operation manual, preparation and inspection, inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a burnt distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Additional information: h6, h11. Based on additional information received, the customer frequently used an argon beam probe; therefore, it is likely that the user did not keep enough distance from the distal end of the scope when using the argon beam probe which led to occurrence of the event. Olympus will continue to monitor field performance for this device.